Manufacturer narrative:
The received device had the cannula assembly fully deployed. The device completed sterility within specification. The cannula assembly was inspected under magnification and no issues were noted that would cause pain during insertion or an irritated infusion site the device was found to have generated an alarm; a safety feature not considered a malfunction. The cause of the reported events could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation and/or pain. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: inspect the infusion site daily at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that patient experienced pain and irritation during activation of the pod, specifically when the cannula was inserted. As treatment the pod was removed and a prescription cream was applied to the site. The pod was worn between 4 and 24 hours on the hip/buttocks. No further information is available.